Event description:
It was reported that a remote monitoring transmission was sent due to the patient experiencing a syncopal episode. It was noted that there was possible intermittent double counting seen on a high rate non-sustained episode from the right ventricular (rv) lead. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that three ventricular oversensed beats were observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was possible ventricular oversensing noted on stored electrograms (egm).